Event description:
The customer reported via telephone to carefusion technical support, that during setup one of their units was blank, and would not turn on. No patient involvement at the time of the incident.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. After installing the uim onto uim test fixture and powering it on the led¿s were completely off and the screen did not power on. The power was then cycled and the led¿s powered on along with the lcd assembly. Each time after cycling the power the screen powered on and no other anomalies were found. The thermistor was measured at 20.83ohms which is normally rated at 15ohm (12ohm min ¿ 18ohm max). This issue is being addressed in an internal correction.

Manufacturer narrative:
(B)(4). A carefusion field service engineer was dispatched to the site. The field service engineer evaluated and replaced the user interface module. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. As of (B)(6) 2015 the alleged user interface module has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow-up medwatch report will be submitted.